Manufacturer narrative:
(B)(4). Patient weight- correction, correction/additional, sr number- correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 of an adverse event the patient experienced on (B)(6) 2016. It was reported that the patient had not yet received her replacement receiver and required medical intervention due to her severe hyper-glucose issues. It was further stated that without alerts, the patient had fallen into danger. No additional event or patient information was provided.